Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right triathlon knee. Additional information has been requested and if received will be provided in a supplemental report. (B)(4): remains implanted.

Event description:
It was reported that patient has been in pain since having surgery in 2010. Patient states that the pain has increased in the last six months. Patient is reporting that she has been unable to walk down the stairs or walk since having the surgery. She also complains of having trouble sleeping because of the pain. She states that her surgeon has performed a manipulation on her knee but it did not help her. Patient wants to know if her implant has been recalled.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain and low rom involving a triathlon insert was reported. The event was confirmed. Method and results: device evaluation and results: the reported device was not returned. Medical records received and evaluation: review of the records indicated a possible rupture quadriceps/patellar tendon and concluded the event is not related to factors of faulty prosthetic design, manufacturing, or materials. Device history review: the reported device was manufactured and accepted into final stock with no discrepancies. Complaint history review: there have been no other events for the reported lot ID. Conclusions: the exact cause of the reported low rom cannot be determined. With the information provided, the event is not device related. Additional product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5551-g-299 triathlon asymmetric x3 patella lot code: 0m30. Cat. No.: 5520-b-300 triathlon prim tib baseplate - cemented lot code: awfv. Cat. No.: 5515-f-302 triathlon ps fem component, cemented lot code: dfxt.

Event description:
It was reported that patient has been in pain since having surgery in 2010. Patient states that the pain has increased in the last six months. Patient is reporting that she has been unable to walk down the stairs or walk since having the surgery. She also complains of having trouble sleeping because of the pain. She states that her surgeon has performed a manipulation on her knee but it did not help her. Patient wants to know if her implant has been recalled.